Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged false positive results in drawer a & b were obtained. Confirmatory gram stains and manual growth was performed. There was no report of patient impact.

Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged false positive results in drawer a & b were obtained. Confirmatory gram stains and manual growth was performed. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: an early life failure was reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and discovered that the high ambient temperatures caused false positives. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was due to high temperatures. No new trends, risks, or hazards were identified as a result of the complaint.